Event description:
It was reported during a da vinci hysterectomy procedure, the tip from a harmonic ace instrument fell into the patient. The surgeon retrieved the insert. On (B)(6) 2014, intuitive surgical in. (Isi) contacted the nurse to request for more information regarding this case. The nurse reported that the surgeon was using the harmonic ace curved shear instrument with a disposable insert, while in use, the insert fell into the patient. The insert was removed laparoscopically. The insert was retrieved with another da vinci instrument. There were no additional procedures required to remove the insert and no post-operative tests performed. The patient did no experience any injury, harm, or post-surgical complications. The surgeon was able to complete the planned procedure successfully, no patient harm or injury was reported.

Manufacturer narrative:
The harmonic ace curved shears insert has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a harmonic ace curved shear insert allegedly fell into the patient and the insert was retrieved laparoscopically during the same procedure.